Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) has a chip. Based on the results of the investigation, the most probable causes are such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) has a chip. There were no reports of patient involvement.